Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with a kissing balloon technique. The 2.5 x 12 mm trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy and advanced to the lesion in the lad. A non-abbott balloon was advanced to the lesion in the diagonal vessel. The trek balloon was inflated to 4 atmospheres (atm), but no contrast was seen. The balloon was then taken up to 8 atm, for 15 seconds, and contrast was seen under angiography. The balloon was then taken to 10-12 atm successfully. An attempt was made to deflate the trek balloon, but only the distal portion deflated. Four deflation attempts were made, but were unsuccessful so the inflation device was disconnected in an attempt to let the balloon naturally deflate, but this was also unsuccessful. A 20cc syringe was attached, but the balloon still did not deflate. The non-abbott balloon was removed from the diagonal vessel and the trek balloon was pulled out with the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.